Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon was making the otomy and the error tighten assembly was displayed on the generator. The surgeon noticed the tip of the active blade had broken off into the patient and removed it through the trocar. They then continued with a second device and completed the procedure. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the gen300 generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade